Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial flutter with a coolflow® irrigation pump and a high flow no error message occurred. On 10/10/2018, information was received indicating that the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Additional information was received on 10/16/2018. The high flow no error message issue did not occur during the mapping phase. The catheter was inside the patient and the flow of the pump was faster than it should be during low flow mode. Manufacturer ref no: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial flutter with a coolflow® irrigation pump and a high flow no error message occurred. The investigational analysis completed on 11/19/2018. The device was evaluated and the interface cable was defective. Defective part was replaced. Issue was resolved. The device was also subjected to preventative maintenance, safety, functional testing, and all tests passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacture ref no: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial flutter with a coolflow® irrigation pump and a high flow no error message occurred. During the procedure, a 88 error and procedure delay occurred. It was noted that there was a 10-15 minute procedure delay. During the procedure, while in low flow mode, the pump flow rate was faster than it should have been (unspecified). There were no errors reported. Pump was set on automatic mode. There is no information regarding generator settings. There is no information regarding if ablation was performed. There were no patient consequences. The 88 error and procedure delay issues are not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The high flow no error message has been assessed as reportable.